Manufacturer narrative:
Upon receipt, the device interrogation confirmed the battery status eos, detected on (B)(6) 2015, which was followed by an automatically triggered home monitoring notification to inform the user about the occurred eos status. The device was implanted for 52 months. The current consumption of the device was tested and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption and the battery voltage were directly measured. Thereby a depleted battery could be confirmed. However, the measurement of the current consumption of the electrical module was found to be as expected. In a next step, the electronic module was attached to an external power supply. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the current consumption during the test was normal. In a further electrical analysis an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to a premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed. Based on this analysis it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
The device was mol2, 2.96 volts on (B)(6) 2015 with 26% remaining. The patient had no known shocks and the device now shows eos with a voltage of 2.22 volts. Explant was recommended. On (B)(6) 2015 - the device was explanted and replaced with itrevia 7 hf-t df-1, sn: (B)(4). No adverse patient side effects were reported.